Manufacturer narrative:
Product event summary: the pump with unknown serial number was not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the limited information available, the most likely root cause of the reported event may be attributed to a user error. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the there was an unspecified malfunction and the patient's driveline came out of controller. The patient was found hours later with controller and driveline not attached. Cardiopulmonary resuscitation(CPR) was performed, but the return of spontaneous ciculation (rosc) was never accomplished. The patient subsequently expired. The ventricular assist device (vad) remains in patient. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.